Event description:
It was reported that insulin leaked from the luer connector of the infusion set resulting in elevated blood glucose levels. The patient's blood glucose level increased to 26.8 mmol/l. The blood glucose levels decreased after the patient changed the insulin cartridge, adapter, and the transfer set.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.